Manufacturer narrative:
The field service engineer confirmed the reported problem and replaced the da-mc cable. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) reference failed vent inop occurrence. Patient involvement is unknown.